Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported by the patient's mother that her son experienced nausea, vomiting, abdominal pain, difficulty in breathing and walking, and had high blood glucose levels which led to diabetic ketoacidosis. Consequently, on (B)(6) 2019 at 11 pm, the patient was admitted into the intensive care unit with a blood glucose level of 600 mg/dl and diabetic ketoacidosis (positive results for the ketone test). Further, the patient's mother reported that after removing the infusion set, it was found that the cannula was bent. The infusion had been in use for one day and the site location was the patient's abdomen. During hospitalization, he was treated with a pump and a manual injection as a corrective treatment. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.